Manufacturer narrative:
Confirmation of migration cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Lead migration while in vivo, as a result of a sudden event/trauma can also, cause internal wires to overstress and break.

Event description:
Related manufacturer report number: 1627487-2023-04349, 1627487-2023-04350. It was reported that the patient's leads had migrated and there was an issue with the patient's ipg set screws. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.